Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: the device slipped on the tissue and could not cut. Another device was used to complete the procedure. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.